Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis found the power supply capacitor had become overheated which resulted in the observations reported from the field. The power supply was replaced and the programmer passed all other testing. Laboratory result confirmed the reported clinical observations.

Event description:
Boston scientific received information from the health care professional (hcp) that the back of this programmer was smoking and smelled like burnt wires when it was powered on. The programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--